Event description:
Device 1 of 3. Reference MFR report # 1627487-2019-04362. Reference MFR report # 1627487-2019-04363.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR report # 1627487-2019-04362, reference MFR report # 1627487-2019-04363. It was reported that patient was not receiving effective relief from the system. It was found that the leads had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, patient has effective therapy.